Event description:
It was reported that approximately 3 years post direct xience v stent implantation in a restenosed non-abbott stent in the distal right coronary artery, the patient experienced fatigue and dyspnea. On (B)(6) 2011, percutaneous coronary intervention was performed to the index stent. There was no adverse sequela and on (B)(6) 2011, the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of dyspnea, ischemia, fatigue and restenosis, as listed in the instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported that the xience v was delivered without pre-dilatation (direct stenting) to treat in-stent restenosis of a non-abbott stent. It should be noted that the IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. It further mentions that: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to discrete de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.25 mm to 4.25 mm. In this case, the reported IFU deviations do not appear to have directly caused or contributed to the reported patient effect that occurred after the index procedure.